Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ma down button on the pendant was I intermittently sticking. The pendant was replaced and the imaging system then passed the system checkout and was found to be fully functional. The pendant was not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of sacroiliac and thoracolumbar procedure. It was reported that when attempting to reduce the ma, it goes down in large increment past what the representative wants to set to. The representative is able to get the appropriate ma by selecting other settings on the pendant, but this pendant is not working as the rep was expecting, it is decreasing to much. There was no delay to the procedure and no impact on patient outcome.